Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Upon fluoroscopic evaluation, it was noted that the left ventricular lead had dislodged. It was also noted that the lead exhibited chronic high capture threshold. The attempt to reposition the lead was unsuccessful. The lead was explanted and replaced. The patient was stable prior, during and post procedure.